Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Unable to verify button error alarm due to blank display. Pump received with scratched display window, cracked display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 15 mmol/l. Troubleshooting was not performed. The device was returned for analysis.